Event description:
It was reported that following a pump replacement on (B)(6) 2014, after 2 hours in the post-anesthesia care unit (pacu), the physician reportedly could not decide what the new dose should be. The healthcare provider (hcp) decided to cut the dose in half because they were confident the patient was getting some drug despite the patient¿s catheter issue. One hour later they decided to cut it to 300 mcg/day. Therefore, the patient¿s lioresal dose was dropped from 1308 ug/d (also reported as 1300 ug/d) to 300 ug/d. The patient went to bed and around midnight, they were up vomiting. Then they could not wake him up despite a sternal rub being performed. It was reported that on 2014-09-24, the patient was overdosed, and went into a coma. The patient had apneic-like breathing and was aspirating saliva secretions. Soon afterward, 37 to 38 mls of cerebrospinal (csf) were aspirated to help with the overdose symptoms. By the morning, the patient sat up and was asking what happened. It was noted it took approximately 15 to 20 minutes for the patient to ¿come to¿. The patient was doing good; however, the hcp had to adjust the dose from 300 mcg down to 100 mcg/day, but then they experienced some withdrawal symptoms. Upon discharge, he was doing great at 125 mcg/day. It was noted the patient had fully recovered and was released on friday. The patient was doing well and receiving effective therapy with no temporary or permanent issues. [Refer to manufacturer's report # 3004209178-2014-19752 for information regarding the patient's previous catheter issue]

Event description:
Additional information received reported that the day after the patient¿s pump replacement, the patient was very sedated/hard to arouse (previously reported as ¿could not wake him up.¿) the patient was rushed to the interventional radiology department where his side port was accessed and 30ml were withdrawn (as previously reported). The next day the patient complained of having increased tone and spasms in the lower extremities, and a small increase was given. The patient was kept overnight and released the next day after making sure the patient tolerated the increase.

Event description:
The severity was reported as ¿severe,¿ and resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).